Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack on top of case by the tube holders and lower left front corner, also cracked on right plunger case. Customers reported issue was not duplicated during occlusion test. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced speaker for preventive measure. Performed preventive maintenance and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that background test event occurred. No patient injury reported.